Event description:
The customer reported the 3rd frame (image) during dsa (digital subtraction angiography) was black, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit boards were reseated and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.